Event description:
The rptr indicated that the pt experienced back to back seizures that lasted for approx 30 mins. Initiation of magnet mode stimulation reportedly had no effect on these seizures and the pt was then taken to the ER. A similar episode occurred 3 weeks later at which time the pt was monitored by caretakers at group home where they reside. The pt was later seen by treating neurologist who reportedly adjusted programmed parameters and increased their lamictal dosage.